Event description:
The customer's child reported via phone call that the insulin pump alarmed button and motor error. She was trying to perform an easy bolus using the up arrow button but the value kept increasing. Customer's blood glucose level was 265 mg/dl. She was unable to complete the rewind sequence because of the button error. When the infusion set malfunctioned her blood glucose level increased. She would reuse infusion sets and reservoirs. She has a pacemaker. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected motor error alarm noted. The motor was tested outside of the insulin pump and passed. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratches on lcd window.